Manufacturer narrative:
Investigation: thirty retention samples were evaluated for hub collar separation with no defects identified.

Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is not marketed in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
When activating the safety shield of a 21 g x 1.25 in. Bd vacutainer eclipse blood collection needle, the holder and the safety shield detached from the needle. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: a sample was not returned for evaluation, however, the customer provided two photos of the suspect device. A photo inspection showed eclipse samples with hub collar separation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6217645. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, our quality engineer notes that a potential cause is that the weld bond was compromised. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.